Event description:
Upon review of the event history for another report, it was found that this device encountered failure 808:02 during an infusion on (B)(6) 2010. Since the alarm interrupted delivery, this is a reportable malfunction. This complaint will address the second alarm on (B)(6), 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The pumphead module gasket has been replaced. Additional: the user interface module master software version is 6.13.92, categorized as p1.5. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).